Event description:
Surgeon was implanting zipfix into a patient and on one zipfix the locking mechanism did not lock. Surgeon removed the zipfix, cutting it out, and continued to implant the zipfix in the patient. Surgeon noted his uncertainty on the zipfix devices whether they were tight enough to ensure satisfactory recover y.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing engineer evaluated the device and the report indicates there are deformations and stress marks all over the zipfix implant. The needle was cut off and was not send back for investigation. The relevant dimensions can not be verified due to the deformations and the missing part. The function test shows that the locking mechanism is movable as required and seems to lock as required. The manufacturing documents were reviewed and no complaint related issues were found. Product development engineer evaluated the device and the report indicates that based on the findings it was conclude that the initial tensioning of the device was prevented due to the misalignment of the application instrument to the locking head. The final tensioning was not possible because the device body was not properly inserted into the instrument. The root cause of the device failure is user related. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing.